Event description:
Procedure: tumor removal. According to the reporter: a very big tumor behind the right lung was to be removed. To be able to remove the tumor, the surgeon had to staple and remove some of the lung-tissue. At first he stapled a egia60amt reload with a egia60amt reload with a egiaustnd-handle and everything was fine! On the second egia60amt-firing he could close the jaws but not fire the reload and a loud crash was heard. The surgeon changed to a new egiaustnd-handle (they had problems to remove the reload and the egiastnd-handle broke during the unload) and were able to fire the reload but when it was fired, it was stuck in the tissue and could not be removed; they tried to back the knife manually without success. Then they tried to dock the reload to an idrive, tried to open the jaws by using the small screwdriver on the adapter but the jaws remained closed. At last they loaded a new egia60amt reload on the manual handle and fired this one just beside the reload that was stuck and they got it loose. Extension of surgery time by more than 30 minutes and a larger amount of lung-tissue had to be taken because of this malfunction. No reinforcement material was used.

Manufacturer narrative:
(B)(4).